Manufacturer narrative:
Based on assessment of the manufacturing record, the product met specifications at the time of release. The root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear of the left eye during laser assisted cataract surgery. The surgeon does not suspect nicking the bag during cataract removal. The patient is doing well post operatively. Additional information has been requested.